Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient was overriding the dosage that was recommended by bolus calculator).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of 20 mmol/l with polyuria, polydipsia, and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. Troubleshooting revealed that the patient was overriding the dosage that was recommended by bolus calculator. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error..

Manufacturer narrative:
Follow-up #1 date of submission 02/23/2017 - product analysis: the device was returned and evaluated by product analysis on 02/02/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).